Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of over infusion of the drug with a volume of about 513.43 ml (doxorubicin (adriamycin) 17 mg, etoposide (toposar) 85 mg, vincristine (oncovin) 0.68 mg in sodium chloride 0.9 % 500 ml chemo ivpb). It was expected to run at a rate of 21.4 ml/hr. Over 24 hours. It finished 3 hours early. This occurred during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow rate accuracy at a rate of 40ml/hr for a volume to be infused of 40ml and a one hour run time. The delivered amount was 40.276ml which is an error percentage of 0.69% and within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.